Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a surgeon told him that a coral adjustable cross connector has caused a tear in the pt's dura mater in two pts because the rod does not arch sufficiently. The coral spinal system is a fusion implant system used for the correction and stabilization of the lumbar or lower region of the spine. Integra requested, in writing, additional clinical info. No info has been provided to date.